Event description:
Procedure type: lap appendectomy. According to the reporter: during preparation for surgery, it was noticed the balloon was broken. This device was not used for pt. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).